Manufacturer narrative:
(B)(6). Return requested for mobile viewing system (mvs) computer. No parts have been received by manufacturer for analysis. On 10/22/2015 a medtronic representative confirmed the patient was under anesthesia during the troubleshooting. On 10/27/2015 a medtronic representative, following-up at the site, reported the patient was under anesthesia during the troubleshooting. On 10/29/2015 a medtronic representative performed an imaging system check-out, mechanical, imaging, cable grade and safety inspection areas passed. Navigation imaging system interface with navigation system test failed. Wrong set-up connection between imaging system and navigation system. Input correct set-up in mvs, new home position and checked with navigation system. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A site physician reported that, while in a spine midline lumbar interbody fusion (midlif) procedure, the imaging system mobile viewing system (mvs) computer became unresponsive. In trouble-shooting, the first 2 re-boots were unsuccessful, the imaging system did not complete it, the site forced the shut-down. At the third attempt, the imaging system started, however, the boot sequence time was greater than 10 minutes. It was not possible to connect the navigation system to the imaging system. Replacing 2 different ethernet cables did not resolve the issue. Both systems were re-booted, issue persisted. The imaging system has taken more time than usual. The connection between the imaging system and the navigation system was inactive. The surgeon opted to continue and completed the procedure without the use of navigation. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.